Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was totally dead since no troubleshoot was done for high blood glucose issues. Customer blood glucose level was 233 mg/dl. Customer stated that blood glucose before going to bed was 270 mg/dl, when they got up, it was at 290 mg/dl. Customer stated that high blood glucose were unexplained, gave bolus through the insulin pump but got a critical pump error within the process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.